Event description:
Pt had eye infection thought to first be conjunctivitis and treated as such with no improvement. Symptoms were red eye, blurred vision, sensitive to light, vision loss and pain at times. Pt went to hosp with successful treatment.